Manufacturer narrative:
The device history record was reviewed for the lot, and no discrepancies were observed. The unit was visually inspected and found to have broken within the window area of the cutter, rather than at the weld point between tip and tube. Upon removing dry tissue from within the window, it was observed that some of the cutter teeth were deformed as well as the outer portion of the housing window. When the cutter and housing windows are aligned, the deformation is on the same side for both assemblies suggesting that the unit was in contact with another object. The fracture also suggests that the cutter tip encountered resistance while rotating, which most likely resulted in the breakage. Testing performed on current production units resulted in units with the same failure mode. The tip window was dimensionally characterized for window depth and found within specification. Based on the investigation, it has been determined that the most probable cause for this condition was that the unit was in contact with another metal object. A warning is included in the user instruction which reads as follows: "do not contact disposable arthroscopic shaver blades with metal objects. If contact does occur, it may cause the cutter or bur to break or shed metal. Small pieces of metal may be difficult to remove from the surgical site."

Event description:
Sales representative reported that a 2.5 full radius blade snapped off inside a patient while shaving soft tissue. A c-arm was used to retrieve pieces of inner cutting blade.